Manufacturer narrative:
On 17-jan-2020, mentor received additional information regarding the patient¿s symptoms, condition of the suspected medical device, serial number of the suspected medical device, and revision surgery. Initially, it was reported that the patient experienced left-sided rupture. However, additional information revealed that the patient experienced bilateral capsular contracture postoperatively. Upon explantation, both left and right devices were observed to be intact. Updated reason for device explant and/or reoperation: suspected rupture, suspected granuloma, capsular contracture initially, the serial number of the suspected medical device was reported as (B)(6). However, additional information revealed that the actual serial number is (B)(6). The replacement devices are two sientra smooth round high gel breast implants (reference #: (B)(4), left serial #:(B)(6), right serial #: (B)(6)). On 17-dec-2021, the suspected medical device was returned for evaluation. On 18-jan-2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2021. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast augmentation with a 450 cc mentor memorygel breast implant prosthesis and experienced left-sided rupture postoperatively. Mammogram performed on unspecified date indicated free silicone, and left-sided rupture was suspected. As a result, the patient is scheduled to undergo bilateral removal and replacement with two unspecified gel breast implants on (B)(6) 2021.